Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, during calibration an error 1 appeared, prewarm bypass flow error due to a faulty circulation pump in an arctic sun device. Per sample evaluation results on 21apr2026, error 3 (pre-warm nominal flow) appeared.

Event description:
It was reported that the per wo evaluation, during calibration an error 1 appeared, prewarm bypass flow error due to a faulty circulation pump in an arctic sun device. Per sample evaluation results on 21apr2026, error 3 (pre-warm nominal flow) appeared.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failed flow meter. The device was evaluated upon receipt. The pre-warm nominal flow error was a flow meter found to be seized due to no flow. The flow meter was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections made to tab(s) d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.